Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump up arrow button did not respond, due to corroded keypad trace. Insulin pump received with cracked display window, cracked case on display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 133 mg/dl. The customer reported that the button of the insulin pump kept on scrolling. The customer reported that one of the buttons of the insulin pump have become unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.